Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at the proximal end with struts on rows 4 and 5 lifted distally from the stent profile. The stent was also damaged at the distal edge where the struts were slightly lifted from the balloon. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the mid-shaft section found one kink at 1.4cm proximal from the port bond site. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jul-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 36mm in length target lesion was located in the non-tortuous 3.5mm in diameter left anterior descending artery. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.